Event description:
A surgeon reported that the trocar cannulas seem duller than they used to be. No pt harm was reported.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the MFR's acceptance criteria. Because the sample was not returned, the root cause cannot be determined. (B)(4).